Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during an upgrade procedure, the right atrial lead exhibited loss of sensing. The lead was explanted and replaced.